Event description:
It was reported that an icon device experienced a power surge when it was plugged into the power outlet. There was a spark and the display would not turn on. The treatment clinic reported that this occurred in multiple outlets.

Manufacturer narrative:
A member of the cynosure lutronic clinical team contacted the treatment clinic and confirmed that there was no patient or provider injury. A service quote was sent to the customer and there was a follow up to confirm if service on the device was needed, however the treatment clinic declined service on the device. A video of the event was sent to the technical team. In this video there is evidence of the device sparking at the outlet when it was plugged in. Since customer declined device evaluation, root cause to why the sparking occurred is unknown. Without additional investigation, it is unknown if the sparking was related to the device or related to a possible power issue at the treatment facility. This event is reportable under FDA medical device reporting requirements (21 cfr part 803), as it involves an observed device malfunction that could potentially cause or contribute to a serious injury if the issue were to recur.